Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that she first noticed the issue about a month prior, but she noted that a battery replacement seemed to resolve the keypad anomaly. However, she stated that the issue recurred again on the day of the call. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd broken solder joint. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.